Manufacturer narrative:
(B)(4). This event is still under investigation. The follow-up report will be sent by (B)(4) 2011.

Event description:
The customer reported that the fluoroscopy system was intermittently displaying the image. When the physician places the catheter at the edge of the image they no longer can see the catheter when the smart-mark option selected.